Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue; the piston rod will not retract. This complaint is being reported because the reported issue has the potential to cause long term cessation of insulin delivery to the patient if the issue is not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2017 with the following findings:during testing, the pump powered on with auditory and vibration alerts. The initial complaint was unable to be adequately investigated due to an inability to run the 24 hour basal program and due to a damaged display failure. The battery cap and cartridge cap were not returned with the pump and a test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).